Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a cracked battery door, and a bubbled downstream occlusion (dso) seal. The device's event history log (ehl) was reviewed for evidence of the repoted problem and found ?cassette not attached properly" in the log. Functional testing was unable to duplicate the reported problem; however the alarm was present in the ehl. It was determined the dso sensor was the root cause. The dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a "cassette not attached properly" alarm. No adverse patient effects were reported by the customer.